Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.there were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Manufacturer narrative:
B5. Corrected information, supplemental report #1: should not have stated that product return/evaluation was unnecessary h3. Corrected information, supplemental report #1: should not have stated that product return/evaluation was unnecessary. H3 should have been "not returned to MFR" at that point.

Event description:
The generator was received but product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy ( the event is related to patient condition, device diagnostics are normal therefore the event is not related to device malfunction).

Event description:
The patient's generator was replaced. It was confirmed that there were no issues with device diagnostics and the previous report of low output status / low impedance was a mistake. Product return and evaluation is not necessary since the reported event is related to patient condition and device diagnostics were confirmed to be normal meaning there was no malfunction contributing to the event. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient is having an increase in daily seizures and increased behavioral issues. The patient went on a 4-5 month stretch of no seizures last year and is now having seizures every day. Vns battery was found to be low and the patient was referred for replacement. Information was received from the physician noting that the cause of the increase in seizures and increased behavioral issues is due to low battery. The seizures are above pre-vns baseline levels. It was also noted that the patient's device showed low output status and low impedance although this could have been a mistake as the staff was not very familiar with interpreting system diagnostic results. The company representative is not aware of any impedance issues. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.